Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, genital haemorrhage, abdominal distension, anxiety, depression, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received with her demographic details were updated. Reporter added. Product indication updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping) and she did not underwent an essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 32-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti,infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fibromyalgia ("fibro myalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse )"). The patient was treated with surgery (ablation and hysterectomy (full), (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, genital haemorrhage, systemic lupus erythematosus, abdominal distension, anxiety, depression, dysmenorrhoea, back pain, pelvic pain, abdominal pain, fibromyalgia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Lot number: 869752, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality-safety evaluation of ptc:product technical complaint. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 32-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti,infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fibromyalgia ("fibro myalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse )"). The patient was treated with surgery (ablation and hysterectomy (full), (bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, genital haemorrhage, systemic lupus erythematosus, abdominal distension, anxiety, depression, dysmenorrhoea, back pain, pelvic pain, abdominal pain, fibromyalgia, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet received, new reporter, patient demographic ,essure lot number, stop date, new event abnormal bleeding (vaginal, menorrhagia),apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: lupus ,bladder or urinary problems or changes,nausea and dyspareunia (painful sexual intercourse ) were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fibromyalgia ("fibro myalgia") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2017- salpingectomy (bilateral), hyst. (Full) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, genital haemorrhage, abdominal distension, anxiety, depression, vaginal haemorrhage, dysmenorrhoea, back pain, pelvic pain, abdominal pain, fibromyalgia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : essure explant date updated. Following events were added : back pain, pelvic pain, abdominal pain, fibro myalgia, urinary tract infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.